Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, specific value was not provided. Cause of bg level was not known. Customer was hospitalized and subsequently admitted to the intensive care unit due to elevated bg. Customer could not recall the treatment they received in the hospital. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.